Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. A software investigation was initiated, but the issue could not be replicated. Software is functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the spine application was selected to launch, a black box on the left corner occurred, then the medtronic splash screen appeared. During troubleshooting the software was uninstalled and reinstalled and they were able to enter the software. There was no patient present when this issue was identified.